Event description:
The lay user/patient contacted lifescan alleging the control solution test results are inaccurately low out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Event description:
The physician reported she removed and replaced the iol due to her observation of a foreign substance in the optic. The lens was replaced 2 weeks postoperative.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) for the architect cea assay. The customer performed troubleshooting procedures and was advised to change the level sensor, but the customer was not confident in performing the replacement. The customer stated the issue was resolved with a change in reaction vessels. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number 1415939-2/27/09-003-r, therefore, is unassigned. This is the final report.

Manufacturer narrative:
Upon further review, the investigation unit has determined the suspect medical device, list# 7c15-01, lot 69684p100 is associated with remedial action recall 1415939-2/27/09-003-r. An investigation is on-going. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.